Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material at distal end" malfunction would likely be related to the device handing (reprocessing) that was deviated from IFU. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope had a blurry image, could not recognize the tissue. The issue was found after a diagnostic procedure. The procedure was completed without delay using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the distal end which resulted in a blurry image. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.